Event description:
It was reported that the patient had wound dehiscence and exposure of the implantable pulse generator (ipg) at the pocket site. It was also noted that the patient had soreness and pain at the pocket site and the ipg was no longer functioning as intended. No further information has been obtained.